Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was using the device on the cystic artery and the clips were scissoring and falling off of the artery. The surgeon felt that clips were not secure. The case was completed with a second device which formed clips appropriately. There was no pt consequence.